Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) guide wire hi-torque guide wires ce FDA states to refer to the device label for any additional product-specific indications that may apply. In this case, the reported use after expiration did not appear to have caused any reported device issues or adverse patient effects. The investigation determined the reported use of the device past the expiration date appears to be related to user error. Based on the reported information, the expiration date was not verified before use of the device. There is no indication of a product quality issue with respect to the design, manufacture.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, mildly tortuous, 60% stenosed left circumflex coronary artery. A whisper guide wire was used without issues on (B)(6) 2021, but afterwards, the expiration date was noted to be 10/31/2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.